Event description:
The unit was evaluated by both inhouse personnel and an independent third party was called in to perform additional evaluation. The unit was found to operate within specification following all tests. The cables and associated cables were found to be in proper working order. As the symptoms reported by the nursing staff pointed to device failure it was deemed that a report should be filed to provide data base for future potential problems with these unitsdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.